Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was inserted into an unknown femoral sheath and partially deployed. Upon retracting the sheath and advancing the hypotube, the operator noted about half of the sealant broke off and was still attached to the mynx device and not deployed into the patient. No patient complications and the arteriotomy was reported to be still closed adequately. Hemostasis was achieved with the device since it was partial separation of the sealant. There was no reported patient injury. The user is mynx certified. A 6f non cordis sheath was used. The common femoral artery (cfa) access site was non-hostile and verified with ultrasound and angiography at an angle of 30-45 degrees. Cfa diameter was larger than 5mm. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The deployer shuttled down completely. Patient was of average body habitus. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) was inserted into an unknown femoral sheath and partially deployed. Upon retracting the sheath and advancing the hypotube, the operator noted about half of the sealant broke off and was still attached to the mynx device and not deployed into the patient. No patient complications and the arteriotomy was reported to be still closed adequately. Hemostasis was achieved with the device since it was partial separation of the sealant. There was no reported patient injury. The user was mynx certified. A 6f non-cordis sheath was used. The common femoral artery (cfa) access site was non-hostile and verified with ultrasound and angiography at an angle of 30-45 degrees. Cfa diameter was larger than 5mm. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The deployer shuttled down completely. Patient was of average body habitus. A non- sterile ¿6f/7f mynxgrip vascular closure device¿ was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The distal tip of the catheter was inserted into an unknown non-cordis sheath of the corresponding french size. The syringe was not returned. Two kinks were observed on the catheter, located approximately 26cm and 29cm from the distal tip. Neither the sealant nor the advancer tube were returned for analysis. No other outstanding details were observed. Per functional analysis, since neither the sealant nor the advancer tube were returned, the simulated deployment process was performed without these components as is indicated in the instructions for use (IFU). The returned device performed as intended except for the advancer tube and the sealant, which were not returned. The failure experience by user could not be replicated. No anomalies were observed. The reported events of ¿sealant-sealant misdeployment-partial¿ and ¿sealant-sealant stuck to device components¿ were not confirmed through analysis of the returned device since the device was received without the sealant/advancer tube and procedural images were not provided. The exact cause of the reported failures could not be conclusively determined during analysis. Based on the information available for review and the analysis of the returned device, it is not possible to determine what factors may have contributed to the issues experienced since a complete investigation could not be completed. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely, which can cause issues during deployment. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device/sheath. If excessive tension is applied to the sheath during the retraction step, it can also cause damage to the sealant. Also, since the catheter was received kinked/bent, this can also result in deployment issues. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was inserted into an unknown femoral sheath and partially deployed. Upon retracting the sheath and advancing the hypotube, the operator noted about half of the sealant broke off and was still attached to the mynx device and not deployed into the patient. No patient complications and the arteriotomy was reported to be still closed adequately. Hemostasis was achieved with the device since it was partial separation of the sealant. There was no reported patient injury. The user is mynx certified. A 6f non cordis sheath was used. The common femoral artery (cfa) access site was non-hostile and verified with ultrasound and angiography at an angle of 30-45 degrees. Cfa diameter was larger than 5mm. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The deployer shuttled down completely. Patient was of average body habitus. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.